Manufacturer narrative:
The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a "reservoir issue with residual" was noted. The pump interrogation indicated the reservoir volume should have been 26.1 ml; the hcp was only able to aspirate 18.5 ml. The patient experienced symptoms of overdose. The pump was explanted and replaced. There was no patient injury reported. The patient recovered without sequela.